Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because it had not been requested.

Event description:
Customer report an issue with a covidien-magellan safety needle. A child was receiving vaccines this week. The site cleaned and prepped, inserted needle into muscle without a problem. When beginning to inject the solution, it shot out of the hub of the needle into the mother's right eye. The syringe was 1ml bd luer-lock. Needle was magellan 25g 1" covidien safety needle. Additional information stated that eyewash was performed with no further intervention needed for the fluid that splashed in the mother's eye. The hub was visibly cracked.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name;  d3 manufacturer name and address;  d4 unique identifier (UDI) #;  d4 expiration date #;  g4 PMA/510(k)number;  h6 evaluation codes. Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.